Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted customer service to report the micropore-surgical tape 1x10yds that was delivered through (B)(6) made patient itch, wanted to let them know and advised was receiving the tape elsewhere. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).